Manufacturer narrative:
The pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage found on the electronic assembly. Also moisture damaged on battery tube assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer received a low battery alert prior to the replace battery alert. Customer states the battery cap was not loose, cracked or damaged. Customer stated there was second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.